Manufacturer narrative:
The pump hasnot been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and it was operating within specifications at the time of release.

Event description:
Patient reported that the pump was resetting itself without intervention.